Manufacturer narrative:
This report is being submitted as additional information was received on the outcome of this event. The patient received medication for rate control and was referred to an electrophysiologist. To reflect this, the medication required impact code was added. Additionally, the initial reporter's information was updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). The therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient with this ICD received medication for rate control and was referred to an electrophysiologist for further evaluation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). The therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.